Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the light emitting diode (led) lights were not working. Patient involvement unknown.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted an outdated printed circuit board (pcb) and power switch. Functional tests: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Triggered the alarms to test the light emitting diodes (led)'s. Unable to confirm the complaint as the light emitting diodes (led)'s lit up during the alarm test. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.